Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) and fusion/pseudofusion were detected on the device. Technical support was contacted and recommended reprogramming to resolve the event, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.